Manufacturer narrative:
This report is submitted on june 10, 2024.

Event description:
Per the clinic the device was explanted on (B)(6) 2024, due to need for MRI. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
The correct date received by manufacturer is march 25, 2024, not may 13, 2024 as previously reported.